Manufacturer narrative:
(B)(4)

Event description:
The pt was involved in a vehicle accident in june (in a truck that rolled several times) and since then, she was charging more than expected. Impedance values indicated several open circuits. It was possible to get the pt some stimulation but not full coverage. The ins was holding charge for about a day at a time. The pt was scheduled for replacement (B)(6)2010.